Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/19/2026, it was reported that the patient reported ¿not feeling well¿ and having ¿dka¿ (no specific patient symptoms were reported) due to his cgm showing a brief sensor issue alert and not providing him with cgm values. The patient was also wearing an omnipod insulin pump. The patient also reported that he ¿may go to the hospital¿. The patient refused to provide dexcom technical support with any other event details. Attempts to reach the patient back to clarify event information were unsuccessful. No other patient or event details were available. Data was provided for investigation. The allegation was confirmed due to no readings/ sensor error/ brief sensor issue frequently within the investigation window. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.